Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issue was confirmed. It was not possible to identify the cause of the occurrence, but it is likely that a high-energy treatment tool (laser, high frequency, etc.) Was used without securing a sufficient distance from the tip. However, the root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Such events can be detected and prevented according to the following ifus: instruction manual gif-h290t operation chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the entire endoscope operating instructions gif-h290t operating instructions chapter 4 usage: 4.3 use of treatment tools olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited a burnt plastic distal end cover ( c-cover). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.